Manufacturer narrative:
.

Event description:
It was reported during the implant procedure that upon closing the pocket, the right atrial lead exhibited intermittent undersensing and high impedance. The lead was explanted and replaced.